Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the device would not stop rotating at the end. The device was unplugged to get it to stop rotating. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - continuous spinning of blade. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.